Event description:
Customer reported loose strip pads.

Manufacturer narrative:
Customer observed loose strip pads in the strip cans. The strips were not used on the instrument and were discarded. There were no reports of injury to patient or change in patient management as a result. A new sets of strips were sent to the customer. The reason for loose pads is under investigation.